Event description:
While attempting to inject contrast with power injector for a cta [computed tomography angiography] study, I heard a loud pop and noticed the contrast syringe moving with the plunger. I stopped the injector, removed the broken syringe. I replaced the syringe and contrast and completed exam without any further issues 2nd malfunction of CT syringe from same lot # 2410174 of the previous issue. Fracture of device at bottom of plunger. Technologist reported and followed up with vendor regarding the second incident within a short time span. Discussed with rep: [redacted]. [Redacted] ¿ expedite open order (see below) of pn 400109 with new lot number. [Redacted], imaging director - check with receiving on inventory case and lot numbers. [Redacted] ¿ send information about syringe which fractured on [redacted] mobile phone [redacted]. [Redacted] ¿ complete customer intake form and cc [redacted] for use with incident report. All ¿ site visit meeting next thursday on investigation findings and product performance. Manufacturer response for syringe from power injector, misi (per site reporter). Site visit meeting on [redacted].